Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the ECG rhythm displayed through therapy pads went off multiple times during a patient event. As a result, defibrillation therapy would not be available, if needed. There was no reports of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. A customer quality engineer reviewed the electronic record and verified the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The field service technician indicator that replacement 12 lead and therapy cables for the customer were provided as a precautionary measure. A conclusive cause could not be determined.

Event description:
A customer contacted stryker to report that the ECG rhythm displayed through therapy pads went off multiple times during a patient event. As a result, defibrillation therapy would not be available, if needed. There was no reports of patient harm associated with the reported event.